Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Dexcom techincal support advised patient to reset device but patient is visually impaired and was unable to do so. Dexcom has issued an rga for patient to return device to be investigated.